Manufacturer narrative:
A doctor alleged that upon debonding a damon 3mx bracket, a small amount of enamel came off with it on the center of the pad. The customer noted that he informed the patient of what happened and advised him to see a dentist if sensitivity occurs. As of this date, the product has not been returned for evaluation.

Event description:
On (B)(6) 2011, customer alleged that a small amount of enamel came off when damon3mx bracket debonded.